Event description:
The patient called alleging erratic readings on the lifescan meter. Patient had done back-to-back tests and received a 55 and 127 mg/dl and did not experience any symptoms at the time of testing. Tests were less than 10 minutes from one another. The test strips were in good condition and not expired. Test strips failed using the control solution test twice. Customer service sent the patient a new meter and testing supplies. This case is being reported as a malfunction, since the test strips fell out of range using the control solution.

Event description:
The pt called alleging erratic readings on the lifescan meter, he had done back-to-back tests and received a 55 and 127 mg/dl and did not experience any symptoms at the time of testing. Test were less than 10 minutes from one another. The test strips were in good condition and not expired. Test strips failed using the control solution test twice. Customer service sent the pt a new meter and testing supplies. This case is being reported as a malfunction, since the test strips fell out of range using the control solution.